Manufacturer narrative:
E1 initial reporter city: (B)(6). Device analysis results device technical analysis: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Stent struts were lifted at the proximal end of the stent. No other device issues were identified during returned product analysis. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the instructions for use (IFU). The mandrel and stent protector are to be removed with care: per the IFU, remove the product mandrel and stent protector by grasping the catheter just proximal to the stent protector, and with the other hand, grasp the distal end of the stent protector and gently remove. Risk review: a risk review was performed for the synergy shield device confirmed that the event of stent material deformation outside of patient is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the synergy shield device is acceptable. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event as it is most likely that the reported event occurred due to a handling error. This code was selected as the most probable complaint cause based on the information available. It was initially reported that detachment occurred, however it was further reported that the stent struts were lifted and the stent remained attached and centered between the markerbands. Device analysis confirmed the reported stent damage as stent struts were lifted at the proximal end of the stent. Based on the event description, it is likely that an excessive force (unintended) was applied when removing the stent protector and mandrel causing damage to the stent struts. The user is instructed to remove with product mandrel and stent protector with care.

Event description:
It was reported that detachment occurred. A 2.25 x 16mm synergy shield was selected for percutaneous coronary intervention. Upon unpacking, it was noted that the device was detached and one of the stent struts was displaced. The procedure was completed with an alternate device. No patient complications were reported. It was further reported that the stent struts were lifted. The stent remained attached and centered between the markerbands.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that detachment occurred. A 2.25 x 16mm synergy shield was selected for percutaneous coronary intervention. Upon unpacking, it was noted that the device was detached and one of the stent struts was displaced. The procedure was completed with an alternate device. No patient complications were reported. It was further reported that the stent struts were lifted. The stent remained attached and centered between the markerbands.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that detachment occurred. A 2.25 x 16mm synergy shield was selected for percutaneous coronary intervention. Upon unpacking, it was noted that the device was detached and one of the stent struts was displaced. The procedure was completed with an alternate device. No patient complications were reported.